Event description:
Should I leave on lia and turn off the rv pacing impedance out of range alert if this patient's rv ring1 conductor appears fractured? (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).